Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to displaying a battery depletion alert and suspicions of premature battery depletion being raised. This device was disposed of; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.